Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the inner insulation was breached due to metal ion oxidization. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic metal ion oxidization, the outer insulation was breached and had environmental stress cracking, the outer insulation had cosmetic environmental stress cracking, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the device and the right ventricular pacing lead were removed and replaced. The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.